Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical info could be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated. The system board was replaced to resolve the reported malfunction. Analysis of reports of this type has not identified an increase in trend.